Event description:
Boston scientific crm received info that the product was cut and left in place due to pocket infection. There was no report of adverse pt effects due to the procedure.

Manufacturer narrative:
Review and confirmation of mfg records were performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.